Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called stating she had a left hip implant done on (B)(6) 2018. She reported she had a dislocation while she was sitting on the couch, she was taken to the ER where a closed reduction was done on or about (B)(6) 2018. Patient stated a few days after her visit to the emergency room, she started feeling pain, popping and locking sensation on her hip as well as swelling. This pi is for closed reduction done on or about (B)(6) 2018.

Event description:
Patient called stating she had a left hip implant done on (B)(6) 2018. She reported she had a dislocation while she was sitting on the couch, she was taken to the ER where a closed reduction was done on or about on (B)(6) 2018. Patient stated a few days after her visit to the ER, she started feeling pain, popping and locking sensation on her hip as well as swelling. This pi is for closed reduction done on or about on (B)(6) 2018.

Manufacturer narrative:
An event regarding dislocation involving an unknown hip was reported. The event was confirmed through clinician review of the radiological reports of x-rays provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have seen the medical records of this patient with a closed reduction of a hip dislocation and subsequent pain, popping and locking sensations in the hip. There are almost 400-pages of medical records but these consist mainly of nursing records, physical therapy progress, administration, financial, medication orders, patient consent forms, patient education among many more but only a few pages are present with radiological reports of x-rays. They confirm a dislocation with closed reduction but contain no factual information about any potential cause of the problem. Component malposition is described as ¿normal¿ but this is rarely true to life as many radiologists are not really aware of all biomechanical intracasies of suboptimal component position. As there are no factual x-rays available for analysis, the cause of dislocation remains obscure although it is evident what is going on. Product history review: not performed as no lo information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: there are almost 400-pages of medical records but these consist mainly of nursing records, physical therapy progress, administration, financial, medication orders, patient consent forms, patient education among many more but only a few pages are present with radiological reports of x-rays. They confirm a dislocation with closed reduction but contain no factual information about any potential cause of the problem. Component malposition is described as ¿normal¿ but this is rarely true to life as many radiologists are not really aware of all biomechanical intracasies of suboptimal component position. As there are no factual x-rays available for analysis, the cause of dislocation remains obscure although it is evident what is going on. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.